Manufacturer narrative:
(B)(6). One device was returned for evaluation. The device was visually evaluated and confirmed to be missing the pin connecting the upper jaw to pushrod. The device was functionally tested and the upper jaw of the device will not stay in the closed position. The overall condition of the device is good, as no nicks or damage is observed on the surface of the device. Per the reported case details the device was successfully used without incident prior to the reported incident. This device will be sent to the supplier for further evaluation. The upstream quality engineer will facilitate the additional investigation by the supplier. (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure the tip of the device would not close. This was reportedly noticed to be broken before use. The surgeon tried to use it for the procedure, but the jaw would not close so they used an arthrex scorpion. It was confirmed that no part of the device broke in the patient. There was a 5-10 minute delay in the procedure. The procedure was able to be successfully completed with the backup device.